Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown.

Event description:
It was reported by the 411 group that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about product identification of a nexgen. On june 7, 2017 additional information was provided. The patient went through a revision surgery on (B)(6) 2017 due to pain. All components, femur, tibia and patella were revised. Tm lps tibia is the ony tmt design control.